Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified days after the sensor had been inserted in the arm. On 06/28/2024, the patient initially self-treated a low cgm with carbohydrates and kept eating as the cgm reading kept saying 60 mg/dl. When the patient started to experience symptoms of vomiting and feeling nausea, the patient drove himself to the hospital. When a fingerstick was taken, the cgm was reading 60 mg/dl and the blood glucose reading was 600 mg/dl. The patient received treatment at the emergency room included insulin and saline ¿injections¿ which is presumed to refer to the intravenous route. The patient remained at the hospital for 8 hours and was discharged after the bg level stabilized. At the time of the report 3 days later the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.